Manufacturer narrative:
Evaluation: no product was returned and no lot number was provided. However, we are aware of this situation and the necessary corrective action has been initiated in an effort to prevent this type of complaint from recurring. The appropriate personnel have been notified of this latest event.

Event description:
Product was inserted into patient in 2006 without incident or complications. The next day, catheter was noted to have separated from the hub and slipped into the patient. Patient was taken to the operating room and the catheter was surgically removed.